Event description:
It was reported that air bubbles were found in a clearlink non-dehp filter extension set. This occurred while priming the device using cytomegalovirus immune globulin. The set was not primed with saline before being primed with the cytomegalovirus immune globulin. The event occurred in the prenatal intensive care unit (picu). There was patient involvement; however, there was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been received; however, the evaluation is not yet complete. The initial inspection revealed that there was air in the filter housing of the device. Review of the labeling found that the package label stated that blood, emulsions or medication not totally soluble in the carrier solution cannot be administered through the filter. Functional testing was conducted with saline solution and determined that the device performed within specification according to the usage instructions. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation of the sample determined that the device performed as designed. No visual or functional defects were noted. Should additional relevant information become available a supplemental report will be submitted.